Event description:
It was reported that, while delivering dopamine, a spectrum IV infusion pump alarmed for an upstream occlusion when no occlusion was present. It was also reported that the pts' blood pressure dropped to 60 over 30-something until the nurse made an entry allowing the pump to continue. To correct the drop in blood pressure, the dosage of dopamine was increased.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. False upstream occlusion alarms were confirmed and reproduced. The upstream sensor pusher that holds the tubing against the upstream sensor was replaced to a larger size to decrease the distance between the door and sensor and was re-calibrated. The device then performed as expected.